Event description:
As soon as I woke up from have essure done I had pain in lower left pelvic and over a month later, still have it. Bloating stomach pain. Pelvic pain. Back and hip pain. Burning mouth. Rash. (B)(4) - update on (B)(6) 2014: I had a hysterectomy (B)(6) 2014 because right essure coil migrated from my tube and was pierced into the top of my uterus. Removed uterus, cervix, and both tubes.